Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced infusion set tube detachment event on 16-nov-2024. The insertion site was abdomen. The infusion set was in use for half an hour. No further information was available.